Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent an attempted da vinci hysterectomy procedure on (B)(6) 2010 for post-menopausal bleeding, thickened endometrial stripe with significant cervical stenosis and right vulvar cyst. The patient's operative report (op) was also provided to isi for review. According to the patient's op report, during the surgical procedure, the site experienced issues with the light on the camera and that it was becoming difficult to see; however, the site continued to proceed with the planned surgical procedure. After some time the issue persisted with the camera becoming darker and the decision was made to replace the light on the camera; however, the issue was not resolved. The op reported stated, recommendation was to go to a larger camera of 10, so the port was removed and a new 10 trocar was placed by the fa and 10 camera was placed. There was a little bit better light, but not much. We then were able to enter the anterior vaginal wall, however, due to the inability to really see because of the light, I elected at this point to open the patient. Consequently, the robot was removed. After completion of the open procedure, it was noted that the patient was bleeding from a small nick in the small bowel. According to the op report, the nick was potentially from the placement of the 10 mm trocar. The patient had a small hematoma. Pressure was applied for approximately 5 minutes and surgicel was placed with good hemostasis. The patient's bowel was found to be pink and had peristalsis. There was no evidence of decreased blood supply from the bowel. The patient's abdomen was copiously irrigated with warm saline. All pedicles were inspected and noted to hemostatic. The patient's bowel was then re-inspected and found to be pink and had good peristalsis and no enlarging of the hematoma. The patient's op report indicated that the patient tolerated the procedure well and was taken to the recovery room in stable condition. Reportedly, the patient did well post-operatively and was discharged from the hospital on july 20, 2010. Based on the information provided, there was no indication that the patient experienced any intra-operative complications while the da vinci surgical system was used.

Manufacturer narrative:
On (B)(4) 2010 the hospital contacted intuitive surgical, inc. (Isi) for trouble-shooting assistance with a technical support engineer (tse) to resolve the vision issue. During the call the tse learned that the site's illuminator lamp had 519 hours. The tse recommended to the site to replace the illuminator and the lamp module. The tse was advised by the site that the issue was resolved. It was not reported to isi at the time of the event that the vision issue experienced by the site was unresolved and that due to the vision issue, the surgeon had made the decision to complete the planned surgical procedure using traditional open surgical techniques. It was also not reported to isi that the patient had any post-operative complications after the surgical procedure in (B)(6) 2010. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert to open surgical techniques due to experiencing a persistent dark camera and the patient subsequently had a bowel injury.